Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: model: 5076-45 implantable pacing lead; implant: (B)(6) 2009. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited gradually increasing impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular (rv) lead exhibited gradually increasing impedance. It was further reported that the right ventricular (rv) lead exhibited high impedance levels and high thresholds. The lead remains in use. No patient complications have been reported as a result of this event